Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) message after the patient use. Per the customer, the platform functioned as intended during the patient use. There was no patient involvement at the time of the issue.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6) displayed the user advisory 07 (discrepancy between load 1 and load 2 too large) message was confirmed during functional testing and archive data review. The root cause of the reported complaint was the failure of the load cells. The archive data indicated the occurrence of ua07, confirming the complaint. The autopulse platform failed the functional testing due to ua07 being displayed upon powering up, confirming the complaint. The load cell characterization test revealed failed load cells. The load cells need to be replaced to address the reported ua07. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the autopulse platform with sn (B)(6).